Event description:
It was further reported that exchanging the system controller resolved the connection issue with system monitor.

Manufacturer narrative:
D4 - model number and UDI: correction. Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6) being exchanged on (B)(6) 2019 due to a communication issue with the system monitor was not able to be confirmed. The controller was not returned for analysis and no log files were able to be provided for review. Provided information indicated that the controller exchange resolved the communication issue. The root cause of the reported event was not able to be determined via this investigation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate ii instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate ii patient handbook rev. C) section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller connectors and cables. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient underwent a system controller exchange on (B)(6) 2019 because it did not read data when connected to a system monitor.